Event description:
Boston scientific crm received information, that during the explant procedure, the physician had difficulty unscrewing the set screws on this cardiac resynchronization therapy defibrillator (crt-d). The physician overlooked one atrial set screw, and ended up pulling the right atrial (ra) lead apart. The connector was stuck in this explanted crt-d header. A new ra lead had to be implanted. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, microscopic inspection noted tool marks in the header surface. A hole was noted in the df-seal plug, and body fluid contamination in the connector block. The rv + seal plug was missing, and it's setscrew was stuck in the up position. The rv + retainer ring was also bent upward. All other setscrews moved freely, and operated normally. Analysis confirmed that the cause of the stuck rv + setscrew was consistent with induced damage. The device meets specifications for normal battery depletion, electrically.